Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. Functional analysis found all tests passed. There was no electrical anomaly found, however the mechanical thickness measured of one of the contacts did not meet required specification. Conclusion: no defect found.

Event description:
It was reported that the external pulse generator was pacing at a rate greater than what it was set to. The generator was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was intermittently out of electrical specification. It was also noted that the main clear cover was scratched and one side bail cover and ring cover were broken. (B)(4).